Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A site history review was performed and there were no other complaints related to the instrument or event identified. A system log review was performed and there were no error messages generated from the instrument usage and the instrument was not used in subsequent procedures. No images or videos of the event were provided for review. Technical review is not required as there was no error related to the issue. This complaint is assessed as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken cable. The procedure was completed with no reported injury.